Event description:
It was reported that a patient's right atrial and ventricle leadless pacemakers dislodged the morning after their implant surgery. The dislodgements were visualized via x-ray. The atrial device was in the pulmonary artery, while the right ventricular device was in the hepatic vein. Both devices were explanted and replaced with an unknown system. Patient was stable.